Event description:
It was reported that post a drug-eluting coronary stenting procedure, the pt had in-stent restenosis. The 75% restenosed taxus liberte stent was located in the moderately tortuous distal left circumflex (lcx). No details are available about the initial deployment procedure. The pt was treated successfully with rotational atherectomy. Pt status is good.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device can not be reviewed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.